Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system intermittently failed to charge, with the device sometimes charging and sometimes not, and replacement charging supplies were shipped after address verification and coaching on charging best practices was provided. Symptoms included no clinical effects reported. Outcomes included device support with replacement supplies. Investigation included customercommunication and troubleshooting guidance regarding proper charging setup and trying a different outlet. Investigation of this case revealed intermittent charging performance consistent with a suspected charger or power connection issue, with no alerts or alarms reported and no clinical impact observed. It was concluded, based on previously established findings for similar reports, that the cause was likely a component or connection-related issue with the charging setup.